Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the impactor blade broke off the impactor during impaction. No surgery impact. No patient impact. Surgery was completed successfully with the broken instrument. No fragments were created.

Manufacturer narrative:
Product complaint # ==> (B)(4) investigation summary ==> .the device associated with this report was returned for analysis. Examination of the returned device can confirm the reported breakage. The end cap of the pinnacle impactor is broken, all pieces were returned for evaluation. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot ==> 1) quantity manufactured: 98 2) date of manufacture: 5/14/2021 3) any anomalies or deviations identified in DHR: (B)(4) pieces at the top level assembly level were reworked for cosmetic defects. 2 pieces of subcomponent 221750016 were scrapped due to the tp/.020m/b/c/d being found to be out of tolerance. 1 piece of subcomponent 221750047 was scrapped due to having a gouge. 4) expiry date: n/a 5) IFU reference: IFU nonsterile inst rev k device history batch ==> 1) quantity manufactured: 98 2) date of manufacture: 5/14/2021 3) any anomalies or deviations identified in DHR:(B)(4) pieces at the top level assembly level were reworked for cosmetic defects. 2 pieces of subcomponent 221750016 were scrapped due to the tp/.020m/b/c/d being found to be out of tolerance. 1 piece of subcomponent 221750047 was scrapped due to having a gouge. 4) expiry date: n/a 5) IFU reference: IFU nonsterile inst rev k corrected: h3

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: d9. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: h3.